Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump for non-malignant pain and chronic low back pain. The patient was admitted to the hospital for sepsis or chest pain (reporter was unsure). The patient was having pain management and sedation issues. The patient was over sedated at times and had chronic back pain. The reporter wanted to know how much medication the patient was receiving. The issue was considered sudden and began several weeks ago ((B)(6) 2016). The name and phone number for the managing physician were provided to the reporter. Additional information was requested from the managing hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was initially hospitalized for chest pains and was diagnosed with sepsis while in the hospital. The sedation was related to the sepsis, but the cause of the sepsis and chest pains remain undetermined. It was unknown what diagnostics or actions/interventions were performed. The patient had been discharged from the hospital, so it was believed everything resolved. To the reporter's knowledge, there was no pump problem. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.